Manufacturer narrative:
D4: updated. H3 and h6 codes: updated. The suspected product was returned for evaluation. Event log did not record over delivery issue. No last service record for the last 12 months. Visual inspection and functional testing were carried out. The reported event cannot be replicated but found a loose air detector. Replaced downstream occlusion (dso) seal and reseated/glued air detector to resolve report error. The probable cause of the report error is the loosed air detector. This device passed all functional tests after the repair.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported during preventive maintenance that the pump over-infused. This issue poses a risk of over-delivery and potential serious health deterioration. There was no patient involvement, and harm was reported.